Manufacturer narrative:
The customer reported the product snapped, and returned a photo of the affected ext set, the photo only investigation verified the complaint of component damage, from the missing male luer collar. Due to the photo-only investigation the manufacturing plant was unable to find the root cause for the missing male luer. A device history record review could not be performed because the lot number is unknown.

Event description:
It was reported that bd alaris smartsite extension set was damaged the following information was received by the initial reporter with the following. One of my staff nurses was utilizing the bd smartsite 3 needle free valve extension set (ref20038e). Once she primed her fluids through the extension set and tried to connect the extension set to her central line, the product snapped right at the connector. This broke sterility and required the rn to re-prime all of her IV fluids under sterile conditions. The patient did not respond well to being off IV pressors for blood pressure due to this delay.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed